Event description:
Ventilator tubing noted on fire. Fire ignited endotube, ng tube, bed linen and mattress. Pt disconnected from the ventilator. Bronchoscopy performed and no damage found. Pt's hair singed, 1" purple line noted behind pt's left ear. Equipment to be evaluated by clinical engineering.